Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer¿s high blood glucose level was over 600 mg/dl and low blood glucose level was 46 mg/dl. The customer was treated with insulin pump for high blood glucose level and with carbohydrate for low blood glucose level. The customer also reported blood glucose level 557 mg/dl. The customer had seizure and for which the customer was treated with insulin shot and carbohydrate. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.